Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage a) underwent impella cp support via right femoral percutaneous arterial access. During support, the primary rn reported concern for hemolysis based on red-tinged urine output. Imaging assessment documented a tee measurement of 5.0 cm; however, good pump position during the hemolysis event was not confirmed, and no imaging was available for further review. The finding was communicated to the treating physician, who elected not to reposition the device at that time. There were no reported anatomic abnormalities, and the pump was not reported to be in contact with the mitral valve apparatus. No blood products were administered, and no organ damage was reported. The patient remained stable on ongoing impella support, and the device was not removed due to this event. Hemolysis onset occurred during impella support and resolution status remains unknown. Further evaluation of the returned product is necessary to assess device function and potential contribution to the reported event. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. D9 device return date added.

Manufacturer narrative:
B1/b2 required intervention was reported incorrectly on the initial report that was submitted. Other serious injury was selected as this should of been reported on the initial report that was submitted. Malfunction was added as it was inadvertently omitted from the initial report that was submitted. B5 additional information was received.

Event description:
Additional information provide on 03jun2026, hemolysis resolved a little over 24 hours later and the pump was never repositioned. The device was successfully explanted and the patient survived.